Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer cleared the alarm and resumed insulin therapy.